Manufacturer narrative:
D10: 300-30-15 equinoxe preserve stem 15mm 5853994. 320-10-00 - equinoxe reverse tray adapter plate tray +0 6522855. 320-46-03 - 145-deg pe 46mm hum liner +2.5 4306451. 320-01-46 - equinoxe reverse 46mm glenosphere 2079562. 320-15-01 - eq rev glenoid plate 6458334. 320-20-00 - eq reverse torque defining screw kit 6542699. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm 6444295. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm 6447055. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm 6446831. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm 6402257. 321-20-00 - equinoxe reverse shoulder drill kit 6472305. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately 50 months after right reverse shoulder revision; the patient underwent a right shoulder revision procedure to address increased pain and decreased motion. Pre-operative x-rays and CT scan results indicated glenoid loosening. Intraoperatively, the surgeon observed metallosis and the tray sheared off the stem. The stem was noted to have overstuffed the joint. The surgeon noted the humeral liner from the original arthroplasty could not be appreciated. The patient was revised to a standard reverse with humeral reconstruction stem, glenosphere, tray and liner. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d4: UDI number. The revision reported was likely due to disassembly between the humeral liner and humeral tray leading to subsequent unintended metal-on-meal articulation between components. However, migration of the liner subsequent to the disassembly, and the sequence of events could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information, as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.